Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use, the pin broke when the user unplugged the alcohol connector when attempting to refill the alcohol on the olympus endoscope reprocessor. The user used another reprocessor until the repair was completed. There was no interruption or delay in the inspection reported. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely a strong impact was applied by hitting a hard object, or a strong stress was repeatedly accumulated, resulting in damage and the event occurred. Since the device was not returned for evaluation, the definitive root cause of the broken pin could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿operation manual 3.2 inspecting the connectors: check the following for each connector. -the connector should be fixed firmly. -the o-rings should be free of abnormalities such as cracks, tears, or dents. If any irregularity is found, do not use the equipment and contact olympus." "Warning: do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment.¿ "7. Preparation and inspection: 3. Visually inspect the pin of the connecting tube to ensure that there are no bends or breaks." Olympus will continue to monitor field performance for this device.